Event description:
Received request for credit from reporter. Stated reason for return "px has corneal ulcer while wearing trials. He won't be able to wear contact lens again". In follow-up, correspondence stated "px has history of overwear and sleeping in their lenses..." In response to coopervision's request for add'l info, reporter reports pt sterilized lenses (no cultures) and pt's general practitioner had placed him on antibiotics for a week before he sought care from an ophthalmologist. Further states, "it was a massive ulcer however and he will now require corneal grafting". Reporter further states pt is not new to contact lens wear and "was advised daily wear and max 6 days of the week with monthly replacement. However, he wore them for 6 weeks at a time and slept in them regularly." Further states, "he is very non complaint, and it would appear that he has had an ulcer in his other eye previously as the scar is still there".

Manufacturer narrative:
The lens has not been returned for evaluation. A lot number has not been provided. Neither the name of the general practitioner nor the ophthalmologist who treated the pt has been provided. The name of the "antibiotic" prescribed by the general practitioner has not been provided. Biofinity (comfilcon a) soft contact lenses are indicated for frequent replacement, daily wear. It has been stated that the pt has a history of noncompliance with the wearing schedule recommended by his eyecare professional. A review of the 12-month complaint history for this product was performed. No other complaints of corneal ulcer have been reported. This appears to be an isolated incident and no trend has been identified. Results: the results of the evaluation did not find anything to indicate that the device could have caused or contributed to the pt's complaint. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint.